Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the (B) (4) scissor wire broke. The reporter clarified that the scissor wire broke during the operation but the wire did not come out of the flexible shaft, therefore nothing fell into the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.